Event description:
It was reported that ventricular assist device (vad) exhibited a vad stop and the controller exhibited a loss of power. When the patient tried to replace the power source with ac adapter power before going to sleep, both the power sources were disconnected by mistake. No loss of consciousness when both power sources were lost. The patient self-reported the event to the physician at the scheduled outpatient care visit. Normally the patient is properly managing the power source, a strict warning was given to the patient and the caretaker by the physician regarding the power source. The ventricular assist device (vad), controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0; model #: 1420 / catalog #: 1420 / expiration date: 31-july-2021 / serial#: (B)(4); UDI #: (B)(4).; device available for evaluation: no.; mfg date: 15-july-2020; labeled for single use: no.; (B)(4).; brand name: heartware ventricular assist system ¿ battery; model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021 / serial#: (B)(4); UDI #: (B)(4).; device available for evaluation: no.; mfg date: 09-dec-2020; labeled for single use: no.; (B)(4); brand name: heartware ventricular assist system ¿ battery; model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021 / serial#: (B)(4).; UDI #: (B)(4).; device available for evaluation: no.; mfg date: 07-dec-2020; labeled for single use: no.; (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump, controller and two (2) batteries were not returned for evaluation. Review of the available autologs report revealed a controller power-up event with an associated pump start logged on 19-may-2022 at 22:42:29. Prior to the loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). After the loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 10 seconds. No vad stop alarms were logged within the analyzed period; however, the pump stop during the controller loss of power event likely corresponds with the reported vad stop event. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected section: b5 event description: corrected to state that the two power sources, which were the batteries, did not have any allegation against them. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the two power sources, which were the batteries, did not have any allegation against them.